Manufacturer narrative:
A ge rep conducted an onsite investigation. The power cable connector pin was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the workstation on the 7900 system would not boot up. No pt injury was reported.